Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. The stent remains in patient. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of death is listed in the supera instructions for use as a known patient effect associated with the use of the device. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The following summary was reported based on the results of stent patency of 38 unknown supera peripheral stents from a period of 2016 to year to date 2018 that may be related to cardiac death. 5% of the patients implanted with a supera stent reportedly died before the first evaluation. 5% of the patients implanted with a supera stent reportedly died less than 6 months post implant. No additional information was provided.